Manufacturer narrative:
Event date was on (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) homechoice cassettes leaked and had a hole. This event occurred during priming but the specific site was not identified. There was no patient injury or medical intervention associated with this event. No additional information is available.